Event description:
The device was used during a sigma resection procedure. Reportedly, the instrument did not cut properly and could not be removed from the application site. The surgeon resected the tissue to remove the device. The hosp has reported that the pt's status is satisfactory.